Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) discovered during an in-hospital inspection of cs300 by a clinical engineer. Even if the display language is set to japanese by the engineer, it returns to english when restarting.

Manufacturer narrative:
Corrected field: (health effect clinical and impact code) additional contact information: event site address: (B)(6) it was reported that during an in-hospital inspection the cs300 intra-aortic balloon pump (iabp) had a issue of display language. It was discovered during an in-hospital inspection of cs300 by a clinical engineer. Even if the display language is set to japanese by the engineer, it returns to english when restarting.there is a bug in the event log display. There is no further information available on the service repair.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) discovered during an in-hospital inspection of cs300 by a clinical engineer. Even if the display language is set to japanese by the engineer, it returns to english when restarting. There was no patient involved.